Event description:
It was reported that health care professional (hcp) believed the implantable cardioverter defibrillator (ICD) is depleting early as the longevity dropped from 11 years to 8.5 years in a span of few months. Boston scientific technical services (ts) discussed the estimated longevity, increase in atrial fibrillation (af) and high atrial sensing and pacing. Ts discussed to hcp to check the battery every 21 hours. This device remains in service. No adverse patient effects were reported.